Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to prime or deliver medication. The following information was provided by the initial reporter: the consumer reported no insulin flow when taking injection and with priming. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 06-may-2022. H.6. Investigation summary: customer returned a total of 5 used 4mm, 32 gauge nano pro pen needles. 3 of the teardrop labels were returned, identifying 3 samples as being from lot 1075772. Each of the pen needles were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the pen needles. The pen needles were returned undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of pen needle clogs. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to prime or deliver medication.   The following information was provided by the initial reporter :   the consumer reported no insulin flow when taking injection and with priming. Samples : available.